Manufacturer narrative:
Evaluation summary: the ccd has been replaced. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Ec-3890li-us is available in the USA with a 510k number k131855.

Event description:
Image disturbance during angulation. No repair detected. This event occurred at the time of during inspection. There was no report of patient harm.